Manufacturer narrative:
Device evaluated by manufacturer: synergy xd 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 22 cm distal to distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
It was reported that the shaft break occurred. The target lesion was severely tortuous and moderately to severely calcified mid to distal right coronary artery. Pre-dilatation was performed and a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment however, during delivery of the device to the lesion, the physician was pushing with a lot of force and the shaft of the stent broke near the hub. The physician pulled the stent shaft out and the procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.

Event description:
It was reported that the shaft break occurred. The target lesion was severely tortuous and moderately to severely calcified mid to distal right coronary artery. Pre-dilatation was performed and a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment however, during delivery of the device to the lesion, the physician was pushing with a lot of force and the shaft of the stent broke near the hub. The physician pulled the stent shaft out and the procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.